Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter would not turn on. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the power issue started on (B)(6) 2014 at 10:00 pm. The patient replaced the battery and then the meter would not turn on. The patient manages his diabetes with lantus (32 units daily) and apidra (sliding scale) insulin. The patient stated that due to being unable to test his blood glucose, he has been guessing his apidra sliding scale insulin dose in response to the alleged meter issue. The patient claimed to have developed the symptoms of ¿jittery¿ and ¿no energy¿; symptoms he associated with a high blood glucose excursion, two days after the power issue started. During the call, the patient mentioned that during a doctor¿s office visit (date unknown) his blood glucose had been measured with another device and his ¿sugars were up to 600 mg/dl¿. It is not known if the doctor¿s office visit occurred before or after the alleged meter power issue began. It is not known what medical treatment, if any, the patient received in response to his symptoms and/or high blood glucose results. During troubleshooting, the customer service representative (csr) noted that there was no evidence of misuse, the meter was not being used for the first time and the correct test strips were being used. When walk-through troubleshooting was performed with the patient, the csr noted that the battery had been inserted incorrectly, and when corrected the subject meter did turn on both when the power button was pressed and also when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported as the patient claimed to have developed sings/symptoms suggestive of hyperglycemia after the power issue began.